Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion sensor seal was damaged and worn. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous repairs in the past 12 months. The customer reported issue was confirmed through visual inspection. The downstream occlusion (dso) seal was replaced to fix the issue.a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.